Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The camera head was analyzed and was confirmed to have the white dot on the screen. Mechanical shock resulted in damaged mechanical and/or optical components. Camera housing components were worn and had to be replaced. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon noticed a white dot on the screen. The procedure was converted to open with no reported injury.